Event description:
The customer reported via phone call that they hospitalized due to low blood glucose on (B)(6) 2021. The customer blood glucose level was 48 mg/dl which leads to the hospitalization of customer to the emergency room. Customer was treated with intravenous drip, glucagon and food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of event customer alleging insulin pump was over delivering due to unexplained low blood glucose. Troubleshooting was done. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced low blood glucose on (B)(6) 2021 and the customer alleged the insulin pump for over delivery of insulin which lead to the unexplained low blood glucose. The customer blood glucose level was 68 mg/dl which leads to the hospitalization of customer to the emergency room. Customer stated that they were using 670g pump. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature at the time of event troubleshooting was done. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had the high blood glucose of low blood glucose. The corrected b5 summary is: it was reported via phone call that the customer experienced low blood glucose on december 04, 2021 and the customer alleged over delivery of insulin due to the unexplained low blood glucose. The customer blood glucose level was 68 mg/dl which leads to the hospitalization of customer to the emergency room. Customer stated that they were using 670g pump. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature at the time of event troubleshooting was done. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of december 04, 2021, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 68 unit. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.0872 inches. The insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, the insulin pump passed all required testing. Unable to verify customer complaint for low blood glucose. Customer alleged for the insulin pump over delivery was not confirmed. The force sensor was within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.